Manufacturer narrative:
Additional information: on (B)(6) 2016, the patient's post-op best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20. Device evaluation: the lens was returned dry, in a plastic tube vial. Visual inspection found the lens haptic torn/broken/bent/deformed and lens had clear dry residue all over. Conclusion code: patient had pre-existing ocular conditions and per dfu for this lens model, this lens model is contraindicated for patients that had cataract in the operative eye or nontraumatic cataract in the fellow eye and any previous corneal or refractive surgery. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: 1 similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.5/2.5/112 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and mydriasis. The lens was exchanged on (B)(6) 2016 with a shorter lens and the problem was resolved.